Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during dwell 5 of 5 on the home choice (hc). The technical service representative (tsr) explained the alarm. There were no leaks, no unused lines and the home patient (hp) did not disconnect. The hp cycled power to the se2367. The tsr assisted to retrieve cassette and advised to let the registered nurse (rn) know about the alarm. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee.